Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: issue: while priming transfusion line with ns, a leak was noted at the end of the tubing. The line was found almost completely severed. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. The set contained some blood, along with clear residual fluid throughout the tubing. Upon visual inspection, it was noted that the tubing approximately 8" above the distal backcheck valve was severed almost completely in half. The reported defect of severed tubing was visually confirmed. Although the reported defect was confirmed, since the set had already been primed with saline and then beginning to administer blood, the exact root cause not able to be determined at this time. Review of the discrepancy management system (dsms) database was unable to be performed because the lot number was reported as unknown. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.